Event description:
The following was reported by the patient: (B)(6) 2009 - the patient was implanted with the crurasoft mesh for repair of a hiatal hernia. On (B)(6) 2012 - the mesh had "fallen apart" and the surgeon explanted it. The patient alleges he developed pain and underwent two additional surgeries after implant.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient alleges the mesh "fell apart" upon explant. Currently, medical records have not been provided and no sample was returned for evaluation. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. With the limited amount of information, no conclusion can be drawn.